Event description:
It was reported the wake button was difficult to press. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.